Event description:
It was reporting that following a coronary artery drug eluting stenting treatment procedure, the patient experienced a non-st elevation myocardial infarction and a target vessel reintervention. The index procedure treated the 4.0x22mm, 80% stenosis of the proximal rca (right coronary artery). Treatment consisted of predilation, placement of a 4.0x28mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. The patient was discharged the following day on asa and plavix. The patient was admitted in 2009, with complaints of left-sided chest pain beginning that evening and "almost gone" when seen in the emergency room. A non-ste elevated myocardial infarction was diagnosed. A reintervention of the 95% stenosed, thrombotic distal rca was completed with another manufacturer's drug eluting stent resulting in 0% residual stenosis. The patient was discharged two days post procedure on asa and plavix. The investigator assessed the event as unrelated to the study device. Adjudication found that the relationship to the study device was unk.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.